Event description:
The complainant reported that the clinicians were performing a therapeutic implant of a port vaxcel in the chest of a female patient (age unknown) in 2007. During the catheter insertion, the physician attempted to peel the sheath. The sheath began to appropriately peel along the perforation, but then the wings snapped off approximately 1cm below the tab. The physician then employed two hemostats to manually pull the sheath along the perforation the rest of the way until it was 100% was extracted. No remnants of the sheath remained in the patient. The physician reported that he was able to successfully complete this patient procedure using this same device. The complainant reported that there was no adverse affect on the patient as a result of the reported malfunction.

Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed; therefore, a failure analysis is not available, and we are unable to determine if the device met specification. At this time, we are unable to determine the relationship between the device, and the cause for this event. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A lot history review was also performed. This review revealed that there have been no previous complaints reported against lot number 1173254. A review of the august 2007 complaint trend report was completed. This review indicated that there were no adverse trends noted for "sheath tear issues and wings broke" failure mode.